Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an atrial lead monitor warning had occurred and that there were a high number of low impedance paces. The lead remains in use. No patient complications have been reported as a result of this event.